Manufacturer narrative:
The samples are lithium heparin plasma. The samples were normal in appearance and were aspirated from 2ml insert cups. Qc was within the established ranges prior to and after the event. A system check was performed on (B)(4) 2011 and met the specifications. No errors or result flags were generated during this event. Service was not dispatched for this event since the questionable results were isolated to one patient's samples. The sample was sent to bci for testing.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to troponin (accutni) results within the risk stratification range generated by access 2 immunoassay system for one patient's samples. The results were reported out of the laboratory. Subsequent testing on an alternate method produced a result within the normal reference range. The patient was sent to the facility's ER department due to the elevated accutni results.